Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.5ml 31ga 6mm 10bag 500cs had foreign matter in the box before drawing insulin. This was discovered during use. The following information was provided by the initial reporter: material no: 324911, batch no: 9014673. It was reported that consumer found liquid in box before drawing insulin.

Event description:
It was reported that syringe 0.5ml 31ga 6mm 10bag 500cs had foreign matter in the box before drawing insulin. This was discovered during use. The following information was provided by the initial reporter: material no: 324911. Batch no: 9014673. It was reported that consumer found liquid in box before drawing insulin.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 9014673 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/13/2020. H.6. Investigation: customer returned (3) loose 1/2cc, 6mm syringes. Customer states that they found liquid in barrel before drawing insulin. All returned syringes were examined and no foreign matter was observed in the samples and no foreign matter came out of the syringe when fully depressing the plunger rod. A review of the device history record was completed for batch # 9014673 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that syringe 0.5ml 31ga 6mm 10bag 500cs had foreign matter in the box before drawing insulin. This was discovered during use. The following information was provided by the initial reporter: material no: 324911, batch no: 9014673. It was reported that consumer found liquid in box before drawing insulin.